Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was able to reproduce/confirm the reported issue. Varying colored images were identified. Furthermore, the outer tube ¿ damaged light-guide fiber composite: the reported issue is most likely attributable to improper handling by the user, more specifically the use of excessive force. Cable unit ¿ cuts in gray protection hose: the reported issue is most likely attributable to improper handling by the user. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a video telescope had a green image. Another endoeye for the procedure was used. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.